Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the video system center, error e333 occurred. The issue was found during device set up, before sedation, for a fiber inspection diagnostic procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, d8, d9, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.